Event description:
Philips received a complaint on the device efficia dfm100 indicating that device fails system test. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator, indicating that the device failed to perform system test. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
According to the available information device failed system test, the quotation was sent to the customer for dfm100 assy therapy and there was no response in attempts to obtain information. The device has not been made available to philips. Visual and functional testing could not be performed. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer did not accept the service quote. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.